Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that a motor stall was noted in the event logs with no motor stall recovery recorded. The motor stall was caused by the patient having a magnetic resonance imaging (MRI) study on (B)(6) 2014 and the pump was being checked on the date of report for a motor stall recovery but it had not recovered yet. It was confirmed the MRI was not related to the pump. The pump logs were rechecked and pump recovery occurred. The pump system was being used to deliver clonidine, bupivacaine, baclofen, dilaudid, and sufenta.